Event description:
Same case as MDR ID#: 2134265-2012-08210, 2134265-2012-08262. It was reported that during an intravascular ultrasound diagnosis procedure, the ilab ultrasound imaging system motordrive automatic pullback function stopped working during the procedure. The manual pullback of the imaging catheter was performed which did not give good result. The procedure was not completed due to this event. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).